Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to reasons not available at the time of this report.

Event description:
It was reported that the patient underwent a revision surgery of the right ankle due to painful hardware. Patient has a long history of rigid flatfoot and a valgus degenerative tibiotalar arthritis.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.